Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would reboot by itself. As a result, defibrillation could be delayed or prevented. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  The reported issue was intermittent and was observed after the device had been left on for a long period of time.  After initially verifying the reported issue, the device began to function properly and the issue could no longer be duplicated.  As a precaution, physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.